Event description:
It was reported while the patient was raking walnuts, she leaned right and left, and then the stimulation stopped. Originally, she had good pain relief, but "something changed". The patient felt stimulation is in the wrong location. She only felt stimulation in the right arm and not in her neck. The patient stated the pain in the cervical area was much worse, and she wanted to try re-programming. Additional information indicated the patient chose to forego reprogramming, and was working with a different hcp.